Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool the gryphon br w/ proknot. The welding seam is broken and the shaft now falls off the handle. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported the defect was noticed during the loan set inspection at the site.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool the gryphon br w/ proknot. The welding seam is broken and the shaft now falls off the handle. The complaint device was received and evaluated. Visual observations reveal that the handle assembly and the shaft were received disassembled without damages. In addition, the shaft still has the sharp edges and the laser impressions on the handle and in the shaft are in good conditions. The complaint can confirmed. The possible root cause for the reported failure can be attributed to the age and repeated use of the device causing fair wear and tear. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 1410001, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.